Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the setscrew wouldn't engage the bone screw during insertion. The setscrew kept cross threading. No patient complications were reported.

Manufacturer narrative:
Additional info: visual and optical examination of the mas head identified a portion of the first thread on one side is broken off. The broken-off portion of the head is missing and not returned for analysis. In addition to the broken off portion of the head, there is plastic deformation in an upward direction, consistent with cross threading. The above observations are consistent with misalignment of the mas head and set screw during construct assembly.